Manufacturer narrative:
Claim# (B)(4).

Event description:
A consumer reported that following an implantable collamer lens (icl) implantation procedure, they experienced horrid bursts and haloes around lights. Lens remains implanted. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.